Manufacturer narrative:
A ge service rep performed an on site investigation. The connections were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 6800 system had a touch screen error message. No pt injury was reported.